Event description:
Natus evd 3. Drainage chamber equipped with a sl for cerebral spiral fluid collection and chamber drainage. Evo inserted (B)(6) 2025. On (B)(6) 2025, the stoplock arrow broke. The nurse marked the approximate location of the missing arrow on the remaining stoplock. Manual manipulation of the stoplock was not possible; clamps were required to facilitate drainage. Neurosurgery physician notified to replace the drainage system, the box the device came in was discarded on the day it was inserted.